Manufacturer narrative:
The field service engineer (fse) confirmed the cause of the event was contamination of the customer's water system (external provider). The external provider decontaminated the water system. The investigation did not identify a product problem.

Manufacturer narrative:
The c303 analyzer serial number was (B)(4).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 303 analytical unit. The initial result was < 0.2 mmol/l. The repeat result was 5.2 mmol/l. The questionable result was not reported outside of the laboratory.